Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/31/2017, that on (B)(6) 2017 a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver functional test could not be performed because the receiver was unable to communicate with the global communication tool. The "call tech support error err121" error message was observed on the screen of the receiver and pictures were taken of the screen. The "call tech support error err121" error message is not related to the customer complaint. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.